Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided the caller with detailed instructions on how to reset the pump, and the customer confirmed that the error did not reoccur after the reset. Additionally, the caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.